Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called a diabetes therapy consultant and stated that the customer passed away about two years ago. Also, before disconnecting the call she stated that the customer is deceased because of medtronic. The exact date of death was not provided. Several attempts were made to contact the customer's next of kin, however, only voicemails were left. A call back request letter was sent on 01/22/2016. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.